Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog, delamination, & foreign matter. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a plastic film was found on the bd autoshield¿ duo safety pen needle after removing the tear drop label during use, and insulin would not flow through because the foreign matter clogged it. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer stated when he removes tear drop label, there is a plastic film that remains on pen needle. Stated he cannot use the pen needle. Stated if he does try to use it, the insulin does not flow because it's clogged from "film". Stated he and his wife are using the same pen needles and two boxes were affected. Same lot, same product."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a plastic film was found on the bd auto shield¿ duo safety pen needle after removing the tear drop label during use, and insulin would not flow through because the foreign matter clogged it. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer stated when he removes tear drop label, there is a plastic film that remains on pen needle. Stated he cannot use the pen needle. Stated if he does try to use it, the insulin does not flow because it's clogged from "film". Stated he and his wife are using the same pen needles and two boxes were affected. Same lot, same product."

Manufacturer narrative:
H.6. Investigation summary: this supplemental was created to report a DHR. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that a plastic film was found on the bd autoshield¿ duo safety pen needle after removing the tear drop label during use, and insulin would not flow through because the foreign matter clogged it. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer stated when he removes tear drop label, there is a plastic film that remains on pen needle. Stated he cannot use the pen needle. Stated if he does try to use it, the insulin does not flow because it's clogged from "film". Stated he and his wife are using the same pen needles and two boxes were affected. Same lot, same product.".